Event description:
The patient experienced a reduction in left-sided tremor control. Bipolar impedances of the case to electrodes 0, 2, and 3 were greater than 2000 ohms at 8 microamperes. The patient was able to get good efficacy programmed to case+, 1, -2 at around 3.5 volts, but the patient developed speech problems at those parameters. An x-ray taken showed that the right-sided extension had fallen down into the neck area. The left sided extension was still behind the ear. Both extensions were implanted at the same time. The hcp determined that the right extension was fractured. The device was replaced.

Manufacturer narrative:
This report is being sent following an internal audit.